Event description:
Medtronic received information that during a transcatheter bioprosthetic valve implant, a lunderquist pre-curved wire was inadvertently advanced and perforated the left ventricle. Upon confirmation of a pericardial effusion by an echocardiogram, the chest was opened and the laceration of the left ventricle was sutured closed. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).